Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there are times that the insulin pump was calibrating by its own with the previous blood glucose that was rejected by the insulin pump. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The display the programmed value properly on the display graph. The sensor feature working properly; no calibration anomalies were noted. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.